Event description:
It as reported that there was a disconnection between the minicap and transfer set which resulted in a leak. The patient was sleeping and woke up to a wet bed and found "the cap came off the port." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.